Event description:
Infusion pump alarmed and red light noted. Infusion had stopped, unable to restart; the pump had to be replaced with another pump.====================== health professional's impression======================did not know the cause - no adverse event to patient.